Event description:
This customer reported difficulty acquiring the leads ECG waveform and difficulty transferring pts from one device to another while pacing. There was no negative pt impact.

Manufacturer narrative:
(B)(4). This customer reported difficulty acquiring the leads ECG waveform and difficulty transferring pts from one device to another while pacing. There was no negative pt impact. The complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.